Event description:
Information was received that reported a patient was treated by paramedics at her home in 2007, due to low blood glucose levels. The reporter states the paramedics treated with fluids due to hypoglycemia. The reporter would not divulge any further information. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.